Event description:
During a pt resuscitation attempt, it was reported that the device failed to either display the pt's ECG or deliver a defibrillation shock. A second automated external defibrillator was available at the event but was not needed for treatment. The pt was reported to regain rhythm. The pt outcome was not reported and there were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.